Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: there was no evidence of a short battery life observed. There were unacknowledged call service warnings for 4 hours observed on (B)(6) 2014. The replacement battery used was not fully charged and a call service warning was observed due to normal battery wear. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly. All current draws were within specification. Product analysis was unable to duplicate the ¿short battery life¿ complaint. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.